Event description:
A report was received that the patient was having pain at the pocket site. The physician believed that the device may be sitting on a nerve. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was having pain at the pocket site. The physician believed that the device may be sitting on a nerve. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was having pain at the pocket site. The physician believed that the device may be sitting on a nerve. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient was also experiencing pain at the midline site. The patient underwent a revision wherein the ipg was moved deeper. The patient was doing well post-operatively. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that during the revision, the suture sleeve was also implanted deeper. The leads were not moved.